Event description:
At the post-operative visit, the physician discovered an infection at the pt's implant site. Pt reportedly had been exposed to a staph infection. The dr decided to explant the system.